Event description:
Initial info received from a physician on 08/23/2010: it was reported that since 2006, two patients who were treated with poly-l-lactic acid (sculptra, lot# and exp date unk) each experienced one granuloma. No concomitant medications or medical history reported. No further info reported.